Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The explanted device was discarded by the facility and therefore is not available for evaluation.(B)(4) .according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3 delivery system. Reportedly, the physician was unable to cannulate the gate. According to the report, the physician experienced difficulty when advancing the guidewire into the contralateral gate of the trunk-ipsilateral leg component. The physician elected to explant the device and converted the patient to an open surgical repair. The patient was reported to have tolerated the procedure. Reportedly, the physician believes the difficulty in obtaining guidewire access into the contralateral gate may have been attributed to the patient¿s anatomy (tortuosity and the angle of the sac) or the constraining sleeve. It was reported that there was no problem with the device. The explanted device was discarded by the facility and therefore is not available for evaluation by gore.